Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the thigh, which is off label usage of the device on (B)(6) 2025. The area had been prepared with alcohol prior to insertion. On (B)(6) 2025, the patient's father reported a skin reaction that included signs of infection, redness, and inflammation/swelling, extending beyond the perimeter of the sensor patch. In response to the reaction, the patient was prescribed oral cephalexin (unspecified dosage) and began treatment on (B)(6) 2025, as directed by their healthcare provider. At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.